Manufacturer narrative:
The glucose reagent lot number was 83647201, with an expiration date of 31-jan-2026. The field service engineer determined that tubing in a negative-pressure bottle had slipped out. The tube tip was cut, tie wrapped, and fixed. Mechanical checks, controls, and patient sample accuracy checks were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 and a second patient sample tested for albumin on the cobas c 503 analytical unit. The first sample initially resulted in a glucose value of 10 mg/dl and it repeated as 90 mg/dl. The second sample initially resulted in an albumin value of 5.6 g/dl and it repeated as 2.5 g/dl. The albumin reagent used by the customer is from a different unknown manufacturer and is not manufactured by roche.